Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg could not stay charged. As a result, the patient will undergo surgical intervention.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 20017 to have their ipg replaced. Patient has effective therapy postop.